Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the patient had absent distal pulses and mottling of color in the leg the impella was placed in. An external femoral to femoral bypass was performed and the patient¿s leg color improved. However, the patient continued to deteriorate hemodynamically and the medical team determined the patient needed to be escalated to an impella 5.5 for increased hemodynamic support. The patient was successfully escalated to an impella 5.5. It was reported that during impella 5.5 insertion into the right subclavian artery, the guidewire would not advance and there was resistance at the at innominate artery. Contrast-enhanced echocardiography was performed and confirmed the artery was occluded. Impella 5.5 insertion was then transitioned to the left subclavian artery, and the impella 5.5 was inserted without further complications. Upon removal of the impella cp a thrombectomy was performed, and the impella cp access site was surgically closed. It was reported 4 days after impella 5.5 support was initiated, the patient was noted to have right sided weakness and forced gaze. Computed tomography revealed a large stroke to left middle cerebral artery. Two days later, the family decided to withdraw care of the patient. The patient¿s care was withdrawn and the patient expired. This complaint involves 2 pumps: pump 1: impella cp with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). This MDR specifically addresses impella cp with serial number (B)(6), which is the subject of this report. A separate MDR will be submitted for the other device associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety review was completed and the following was noted: the impella cp supported the patient for one day and experienced limb ischemia and thrombus before being taken to the operating room for escalation of impella 5.5 with a survived outcome. This is a serious injury and should be reported. While on the impella 5.5 the patient experienced a middle cerebral artery stroke and expired two days later. There is not enough information to dissociate the impella 5.5 from the outcome. However, of note, the patient presented with non-st-segment elevation myocardial infarction and hemodynamically deteriorated becoming tachycardic and diaphoretic. After the embolic stroke there was no neurological intervention; the neurological prognosis was discussed with family, and ultimately, family decided to withdraw all care leading to the patient's demise. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp is a serious injury type of reportable event.